Manufacturer narrative:
Our field service engineer investigated the ventilator on site. According to the inspection, the pressure transducer printed circuit board (pcb) was found to be defective and that the issue was resolved by replacing it. After the replacement, the ventilator was handed over to the customer in working condition. The device logs were not provided. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the replaced pressure transducer pcb was the cause of the failure. However, the root cause of why the part failed has not been established as the part was not returned for investigation.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).